Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification.the most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 20mm synergy¿ drug-eluting stent, it was noted that the tip of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.